Event description:
It was reported that the device was explanted following a power on reset (por) that was originally reprogrammed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. It was reported that the device was explanted following a power on reset (por) that was originally reprogrammed. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device operated according to specifications.